Event description:
It was reported by the customer that their insulin pump's battery cap was damaged. Advised customer to use quarter to remove battery cap. Customer stated unable to remove cap. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 95 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with stripped battery cap coin slot. (B)(4).